Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg had reached the end of service. Surgical intervention took place on (B)(6) 2021 wherein the ipg was replaced to resolve the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.